Manufacturer narrative:
Patient weight now provided.

Event description:
A medtronic representative reported an inaccuracy while in a spine t10-t12 fusion procedure. The surgeon was accurate on t12 and t11. However, at t10 it was alleged that navigation was no longer accurate. After another spine was taken with the o-arm imaging system, everything was again accurate. The surgeon completed the procedure with the use of the stealthstation s7 navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight not provided by site at time of this report. Software investigation completed. Insufficient information available to determine root cause of event. However, it is likely that the relationship between the reference frame and the anatomy changed from the surgeon manipulating the spine, thus requiring a new image be taken to re-establish accurate frame to anatomy relationship. No further issues reported.